Event description:
It was reported that the rv lead was explanted due to sensing difficulty and an apparent lead fracture. No patient complications were reported as a result of this event.

Event description:
It was reported that the rv lead was explanted due to sensing difficulty and an apparent lead fracture. No patient complications were reported as a result of this event. The patient's attorney alleges the patient received inappropriate shocks that caused him pain.